Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event.

Event description:
It was reported that a catheter issue occurred. The 90% target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. The physician attempted to navigate the catheter through tortuous anatomy. When the ivus catheter was turned on to live imaging, the transducer grabbed the guidewire and the devices became entangled. All devices were successfully removed from the patient without additional intervention. The procedure completed without using ivus. There were no patient complications.